Event description:
During installation of the centrifugal system, it was noted that the centrifugal console would not lock properly onto the battery wedge. The customer was instructed by technical support to remove the lock knob from the centrifugal console and place it into the slide mechanism on the wedge and attempt to close the locking mechanism. The customer indicated that slide mechanism was too thick. An alternate device was employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.